Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device issued a "speaker malfunct." Inop. No patient harm was reported.